Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, needle filter blunt fill 18x1-1/2, coring needle. The following was provided by the initial reporter: the report states, "something is stuck inside the vial at the bottom, noticed when drawing medication up".